Event description:
A report was received that the patient's ipg will be replaced due to warmth at the pocket site.

Event description:
A report was received that the patient's ipg will be replaced due to warmth at the pocket site.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. The device temperature was monitored. No instances of overheating and/or thermistor activation were noted.